Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the cbd stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, prior to capturing the stone, the basket detached. The basket was removed from the patient; however, the basket tip was left inside the patient. The procedure was completed with another trapezoid rx basket. No known patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15010 captures the reportable event of tip premature deployment. Imdrf device code a0501 captures the reportable event of basket detachment. Block h11: the returned trapezoid rx was analyzed, and a product analysis found the basket tip was not returned. The basket was attached to the pull wire as intended. The side car rx was found pushed back 2 mm. No other issues were noted. The reported event of tip premature deployment was confirmed. Based on all available information, it is most likely that the side car rx push back was due to the physician's technique when manipulating the handle from the basket. It was reported that the basket was detached; however, the part detached was the tip. Since the side car was found pushed back, this could also mean that the thumb ring was retracted at some point during the procedure. If it was retracted with excessive force, this could have detached the basket tip. Therefore, the most probable root cause is adverse event related to procedure. Since the reported event of basket detachment of device or device component couldn't be seen during the analysis, that reported event will be addressed as no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15010 captures the reportable event of tip premature deployment. Imdrf device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the cbd stone during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, prior to capturing the stone, the basket detached. The basket was removed from the patient; however, the basket tip was left inside the patient. The procedure was completed with another trapezoid rx basket. No known patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable.